Manufacturer narrative:
As reported, the sealant protection of a 6f/7f mynx control vascular closure device (vcd) was cracked during the procedure. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that buttons 1 and 2 were not depressed. The sealant was returned in its manufactured position, fully exposed, with the sealant sleeves showing frayed/split/torn conditions that could be related to the reported malfunction. Additionally, the procedural syringe was attached to the unit with the stopcock in the open position; however, the procedural catheter sheath introducer (csi) was not returned. A dimensional analysis could not be performed due to the conditions observed to the received unit. A functional test was conducted to evaluate the deployment mechanism. During this analysis, it was observed that the mechanism was not compromised as the depression of buttons 1 and 2 resulted in the expected sealant deployment and balloon retraction. A high magnification visual analysis was performed due to the observed conditions to the sealant sleeves. During this analysis, the frayed/split/torn conditions were easily observed, and it was concluded that the sealant exposure was related to a premature deployment condition. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which may have been the issue experienced by the customer. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle), and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection of a 6/7f mynx control vascular closure device (vcd) was cracked during the procedure. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: product evaluation showed premature exposure of the sealant from the sealant sleeves.